Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to exhibiting failure to shock. It was decided to implant another lead instead. No further adverse patient effects were reported.